Manufacturer narrative:
The tandem pump user guide states: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
A customer reported high blood glucose levels with the specific value being unknown, only displayed as "high." Cause was not known. The customer delivered a correction bolus via pump to address bg. A system check was performed, and it was discovered that the customer's insulin was not stored properly as it was exposed to extreme conditions. Reportedly, the customer continued to use the pump for insulin therapy.